Event description:
The customer reported experiencing multiple occlusion alarms on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed supplies as necessary and resumed insulin therapy.